Event description:
It was reported that the top knob on the external pulse generator (epg) is "hard to turn." The epg will be returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4) the information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.